Event description:
It was reported that the device had long charge times which triggered end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had long charge times which triggered end of service (eos). The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient expired in a manner unrelated to the event. The device was returned to the manufacturer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for excessive charge time on (B)(6) 2012. Programmer save-to-disk (s2d) data shows end of service (eos) on (B)(6) 2012, last full charge duration = 10 sec on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for excessive charge time on (B)(4) 2012. Programmer save-to-disk (s2d) data shows end of service (eos) on (B)(4) 2012, last full charge duration = 10 sec on (B)(4) 2012.